Manufacturer narrative:
Patient information: information was not provided. Date of event was not provided. Report date, 8/15/2019, was used for the date of event. Lot number was not provided. Without a lot number, expiration date and manufacturer date could not be determined. Without a lot number, a batch record review could not be performed. 3m will continue to monitor. End of report.

Event description:
A nurse manager reported a patient had a port needle secured with a 1665 3m¿ tegaderm¿ chg chlorhexidine gluconate I. V. Port dressing. The patient reportedly experienced a port needle dislodgement when the port was accessed in the ER. Patient specific information was not provided. No further details were provided.